Event description:
As reported by bbm sales organization in (B)(6): we received a return from the above with a cover note indicating that the item had been returned from a gp, who had complained that the needles broke when they tried to use them.

Manufacturer narrative:
(B)(4). B braun medical, inc (importer) is submitting this report on behalf of b braun (B)(4) (MFR). (B)(4). As we received no sample, an examination was not possible. A review of the batch and mfg records revealed no abnormalities or nonconformities.